Manufacturer narrative:
(B)(4).neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013, revision surgery was performed on the occipito-cervical region of his spine from the occiput to c4 due to severe pain and symptoms. "The rhbmp-2 collagen sponge was used in this surgery to fuse more than one level of spine". "The rhbmp-2 collagen sponge was placed outside a cage (i.e., over the posterior elements). Despite the revision surgery the patient "continues to experience constant and chronic neck pain, with pain radiating into his back. He is unable to lift any weight, including picking up and holding. He is unable to walk for any extended period of time, exercise, or find a job that accommodates his limitations".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013: the patient presented with the following pre-op diagnosis: os odontoideum status post occipitocervical fusion. Previous failed c1-c2 fusion and pseudoarthrosis from occiput to c2. The patient underwent the following procedures: revision occipitocervical fusion with exploration of fusion mass from occiput to c2. Arthrodesis from occiput to c4. Revision of occipital plate and removal of bilateral crossing laminar screws and existing hardware. Placement of new occipital plate as well as c2 (pedicle, pars) and c3 and c4 lateral mass screws. Placement of rods bilaterally to complete the instrumented fusion in which allograft and bmp(bone morphogenic protein) were used to augment fusion. Placement of halo vest immobilizer at patient's request. As per operative notes, ¿once the screw-rod assembly was torqued appropriately, surgeon used bmp(bone morphogenic protein) sponges and cancellous allograft chips to cover the exposed bony surfaces in order to augment the fusion.¿ no intra-operative complications were reported.